Manufacturer narrative:
It was reported the handset stopped working and high-pressure line on handset over pressurized. It was reported the reason the handset stopped working was because it would come unlocked from the 3 o'clock position during the procedure. The nurse would lock it back but it continued to unlock and burst resulting in an injury to the nurse. No clinically relevant information has been provided for inclusion in this investigation. It was reported the nurse was treated in ER and returned back to work. No further clinical/medical assessment is warranted at this time related to this specific complaint; however, the second complaint for the hand piece (B)(4), relating to the ruptured tube is still under investigation. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A visual inspection was performed on the exterior of product and there was no physical damage. The functional evaluation concluded the complaint of over pressure could not be reproduced. Unit passed functional testing on wet station but pump cartridge did vibrate out of lock position as reported after 5 minutes and the pump stopped. As a result, further extensive tests were carried out on the user interface and console measuring vibration, spring effectiveness and dimensions and although some corrosion was observed in the u.I, the actual root cause for the hand piece vibrating from the console could not be determined.

Event description:
It was reported that the high-pressure line on handset over pressurized and bursted resulting in an deep cut across the nurse's finger. Nurse received three stitches.